Event description:
It was reported that following a cardiac catheterization, an angio-seal was selected for use. The pt tolerated the procedure well. The right femoral sheath was removed via the angio-seal protocol. In the recovery room, the pt had pain and coolness in her right leg and was found to have an ischemic leg. The pt was sent to the operating room where the right femoral artery was repaired with a dissection of a blood clot. A part of the catheter was found lodged in the vessel which caused an obstruction. The pt did well postoperatively and was discharged home the next day.

Manufacturer narrative:
No product was returned for eval and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.